Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the discardit¿ ii syringe w/o needle the drug (zophren) flows through the plunger of the syringe. A syringe from the same batch was used to mitigate this isolated incident. There were no clinical consequences for the child.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: we have been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that we could determine a damaged plunger rod by the evaluation of the plunger with magnification. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2024 (december 3 - 4th, 2016). Syringes were assembled in machine, nº4251, nº4208, and nº4204, in lot #7310547 (november 6 - 13th, 2017) and lot #7317656 (november 13 - 20th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7311695, #7296624, and #7318866and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7311699, #7296630, and #7318870 and no problems, defects or qn related to the reported issue were found. Root cause analysis: we conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the provided sample presented the reported issue. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.